Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint reopened for investigation after obtaining 3rd party data. Results of investigation indicate no change from previous reporting. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One m2a-magnum mod hd sz 54mm item# 157454 lot# 573930 was returned and evaluated. Upon visual inspection there is a visible wear mark on the outside radius of the head along with some scuffing near the taper location. There is no visible debris inside of the taper additional information does not change the root cause of previous investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total hip arthroplasty approximately 9 years ago. Patient underwent revision 8 years post implantation due to hip and groin pain as well as popping and clicking of the hip components. During revision surgery, surgeon noted an early formation of a pseudocyst with metal shavings within the capsule. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: p/nus157860 l/n058450 m2a magnum system. P/n11-103206 l/n232610 taperloc femoral stem and universal acetabular com. P/n 139272 l/n 799550 m2a magnum system. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-02218 and 1825034-2017-02219.

Event description:
It was reported patient underwent right hip revision approximately eight years post-implantation due to unknown reasons. The patient was concerned with metal-on-metal articulation although experiencing no problems or symptoms with his implant.